Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: image review corrected as the previous image review was erroneously provided for a different event: two still images were provided for review. The patient¿s executive summary was not available, which limited the ability to perform a comprehensive anatomical assessment. A still image of the fluoroscopic valve load inspection was provided for evaluation. A noteworthy observation is the potential presence of two inflow crown overlaps, both ending prior to node 4 and no other abnormalities which would suggest a good load. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. Please note, a complete rotation under fluoroscopy was not provided which would be required to absolutely confirm the extent of the inflow crown overlap/s. As stated in the instructions for use (IFU): complete fluoroscopy check under a magnified, high-resolution view over an area selected to not impede the clarity of the device. Note: ensure the capsule is slowly rotated 360° during the fluoroscopy check. The load was determined to be good, and the valve was attempted to be implanted. Images of the implanted valve were not provided for review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received with a valve loaded within the capsule. The device was received with both the handle and the capsule partially open. The flush valve was missing from the capsule flush port. A slight bend was observed to the distal end of the capsule and delamination was evident to the proximal end. The capsule material appeared indented at the distal end. Flattening was evident at the distal end of the inner member. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. On retraction of the capsule via the rotation of the actuator, the valve deployed as expected with an infold noted. An in-house evolutfx-29 valve was successfully loaded onto the dcs. After the successful loading of the valve onto the catheter there was no evidence of a misload on the capsule. On retraction of the capsule via the rotation of the actuator, the valve deployed as expected. An in-house guidewire was backloaded through the device tip and exited through the guidewire lumen flush port with no resistance noted. No other deformation was evident to the remainder of the device. The reported difficulty to recapture could not be confirmed through analysis. The reported interaction issues with a guidewire could not be confirmed through analysis. Updated data: d9. H3. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: four still images were provided for review. The patient¿s executive summary was not available, which limited the ability to perform a comprehensive anatomical assessment. A still image of the fluoroscopic valve load inspection was provided for evaluation. A noteworthy observation is the potential presence of two inflow crown overlaps, both ending prior to node 4 and no other abnormalities which would suggest a good load . Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. Please note, a complete rotation under fluoroscopy was not provided which would be required to absolutely confirm the extent of the inflow crown overlap/s. As stated in the instructions for use (IFU): complete fluoroscopy check under a magnified, high-resolution view over an area selected to not impede the clarity of the device. Note: ensure the capsule is slowly rotated 360° during the fluoroscopy check. The load was determined to be good, and the valve was attempted to be implanted. It was reported that during the deployment attempt and infold was observed. However, it is not known if the infold was noted after the first deployment attempt or after multiple recaptures. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and discarded. It was reported that difficulty recapturing the valve was encountered and after removal from the body, the capsule appeared damaged. A new system was used to complete the procedure. One of the provided images remains ambiguous, as it suggests that three delivery catheter systems were opened during the procedure. The third delivery catheter system remains unaccounted for in the available documentation. Additionally, regarding the statement, ¿even outside the patient, the stylet could barely be inserted into the wire lumen,¿ it is unclear whether this difficulty was encountered prior to or following insertion into the body. However, the delivery catheter system appears to be free of blood and undamaged, which suggests that this assessment was made prior to insertion. Ultimately, this analysis does not allow for a definitive conclusion regarding the cause of the capsule damage. Updated b.5 and h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a procedural delay of approximately 10 minutes occurred as a result of the infold. Per the physician, the patient's tortuous anatomy contributed to the infold.

Event description:
It was reported that during the  implantation of an transcatheter bioprosthetic valve, the valve was successfully loaded with an overlap to node 3 detected. A pre-dilation was performed with a non-medtronic 22x40 mm balloon. During the deployment attempt, an infold was observed. During the attempt to close the capsule of the delivery catheter system (dcs) and recapture the valve, the capsule only closed two-thirds of the way. The dcs was then pulled into the descending aorta, where the capsule closed completely on its own, however the blue handle knob remained under considerable tension. The dcs, along with the valve, was removed from the patient and it was immediately apparent that the dcs was difficult to guide over the non-medtronic guidewire. Even outside the patient, the stylet could barely be inserted into the wire lumen. A new system was used for implant successfully as a result.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0013164034); product type: 0195-heart valves. Product ID evolutfx-29 (r215313); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implantation of an transcatheter bioprosthetic valve, the valve was successfully loaded with an overlap to node 3 detected. A pre-dilation was performed with a non-medtronic 22x40 mm balloon. During the deployment attempt, an infold was observed. During the attempt to close the capsule of the delivery catheter system (dcs) and recapture the valve, the capsule only closed two-thirds of the way. The dcs was then pulled into the descending aorta, where the capsule closed completely on its own, however the blue handle knob remained under considerable tension. The dcs, along with the valve, was removed from the patient and it was immediately apparent that the dcs was difficult to guide over the non-medtronic guidewire. Even outside the patient, the stylet could barely be inserted into the wire lumen. A new system was used for implant successfully as a result. Additional information was received that a procedural delay of approximately 10 minutes occurred as a result of the infold. Per the physician, the patient's tortuous anatomy contributed to the infold. Additional information was received that no resistance was felt during the crimping process and the first resistance occurred during the first recapture attempt in the annulus when the capsule could not be completely closed.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.